Event description:
A pt reported experiencing inaccurate erratic results with an ot profile meter. The pt's blood glucose results were 299mg/dl, 213mg/dl. Tests were done <10 mins apart with a difference of 30%. Pt did not experience any adverse events. No further info has been reported.